Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced pain at the implant site and indications of "device erosion or infection". The device was explanted. During the explant procedure it was noted that there was no evidence of infection. No further patient complications have been reported as a result of this event.